Event description:
Suspected bowel injury treated with temporary diverting colostomy. General surgeon diagnosed a small injury near the sacral face.

Manufacturer narrative:
The surgeon nor the hospital have indicated to the hospital whether or not they intend to report this event. Lot records, training, labeling, etc. Were verified. There is no evidence of any out of specification condition for product used in this case. It should be noted that the general surgeon diagnosed a bowel injury but the spine surgeon is not completely convinced that any injury exists. During the case, the exchange cannula came slightly off of the face of the sacrum and was not replaced. The implant was delivered across this gap. It cannot be ruled out that an injury could occur in this scenario.